Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) level was 590 mg/dl and an insulin injection was administered to address the bg level. The customer was to use insulin injections for insulin therapy.